Event description:
It was reported to philips that c-arm movement issues occurred due to loose buffer stops on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service secured the buffer stops and recalibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).